Event description:
Information received from the field nots that during a routine follow-up, the initial magnet reading was 74 ppm. Interrogation confirmed a programmed rate of 75 ppm, but the measured rate was 66 ppm. Battery data was 2.5v, 19ua, and 14 kohms. The patient was not pacemaker dependent.